Event description:
It was reported the patient's device was in an overdischarged state. The patient had lost their recharge 6-12 months prior and had not charged their device since then. Multiple physician mode recharges were performed. The device could be charged to approximately ¾ full, but the patient would have to charge 6-7 hours to get the last ¼¿ and the device would then drain in 3-4 hours. Impedance measurements were normal. The patient was planning to have their device replaced, but no surgery had been scheduled. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead. Product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. Product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer. Product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension.